Event description:
On (B)(6) 2015, the reporter contacted lifescan USA, alleging missing label - meter. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 - device evaluation.the lay user/patients meter have been returned and evaluated by lifescan product analysis with the following findings:the meter involved with this complaint failed testing. The label located on the meter is incomplete. This issue has no effect on meters functionality. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.